Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that the nicu uses the pressure disc sets for their medication administration. There were several of the sets with increased pressure backing up into the microclave putting air in the line. Flushing the line was functional but back pressure from the disc created air in the line between the disc and the clave and then it would leak at the clave-line connection. Although requested, no other information has been received.